Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's current blood glucose level was 548mg/dl. The customer treated the high levels with manual injection. The customer was advised to call help line to troubleshoot for high blood glucose levels. Nothing is being returned or replaced at this time. The customer declined to troubleshoot for high blood glucose levels. The customer is contacting their health care provider, because the customer's levels are over 600mg/dl.